Manufacturer narrative:
The unit had intermittent button response due to flattened dome switches on every button. There were no unlocked keypad connectors. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and a cracked keypad overlay. (B)(4).

Event description:
The customer reported via phone call that the act button cover was tearing and the metal underneath was visible. The patient's blood glucose at the time of incident is unknown. The patient stated that her fingernail may have cut the plastic cover. The insulin pump was returned for analysis.